Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. The distal conductor of the lead was extrinsically over-rotated. The interior rv (right ventricular) defibrillation cable was extrinsically fractured due to pulling/stretching. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Concomitant product: d284drg ICD, implanted: (B)(6) 2013; 5076 lead, implanted: (B)(6) 2013.

Event description:
It was reported that the right ventricular lead had a problem. A new pace/sense lead was implanted and the high voltage portion remained in use. The high voltage portion remained in use for about another 3.3 years before the lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.